Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age/date of birth was requested but not provided, however, the customer stated that the patient was an adult.

Event description:
The customer reported that the critical care and vascular access team experienced the male luer spin collar cracking during patient use. Although there is additional time that needs to be taken from patient care to get a new set of IV tubing, there was no negative impact or harm caused to the patient from the event.

Event description:
The customer reported that the critical care and vascular access team experienced the male luer spin collar cracking during patient use. Although there is additional time that needs to be taken from patient care to get a new set of IV tubing, there was no negative impact or harm caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the male luer spin collar cracked was confirmed. Visual inspection observed a vertical crack (in the direction of fluid flow) extending from the distal end of the spin collar of the male luer opposite the molding injection gate. The root cause of the male luer spin collar crack is prolonged exposure of 70% ipa to the male luer tip from the attached curos male luer cap.